Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the implant procedure, the subcutaneous implantable cardioverter defibrillator (s-ICD) that was going to be implanted was accidentally dropped onto the ground. Another s-ICD was successfully implanted. The physician has decided to re-sterilize this s-ICD despite warnings from the field representative. The serial number for this device was not provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the hospital was again notified that resterilization is outside of manufacturing labeling and is not recommended. The serial number was also received. No adverse patient effects were reported.